Event description:
Event description boston scientific received information that this boxed cardiac resynchronization therapy defibrillator (crt-d) device, which was never implanted, was selected for laboratory testing. There were no field allegations or complaints against this device.